Manufacturer narrative:
No product is being returned for eval but lot number is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the incident products were not returned for evaluation. In the absence of the subject devices, it is difficult to determine the root causes of the incidents. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. During the manufacturing assembly process, applied medical graspers are functionally tested 100%. Although the root cause of your experiences could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. This document represents our final report.

Event description:
Laparoscopic right hemicolectomy- "surgeon dr iman antoun - incident 1 surgeon reported that a tiny sliver of blue material was detached from the blue pads of grasper. The surgeon commented that they removed the material, and the case proceeded unremarkably." Patient status: fine.